Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance was noted on the atrial lead. No other actions have been taken besides the patient being monitored. The patient was in stable condition.